Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the 'up' arrow button was hyper-responsive. The patient reported that the 'up' arrow on her keypad is difficult to push; this has happened gradually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen is dim and discolored. The audio bolus button was found to be torn and responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.